Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was treated with insulin pump. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated insulin pump was not getting hourly basal and only 10 unit bolus at time. The reservoir and insulin pump will not be returned for analysis.